Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the bronchus during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle was bent while puncturing. The physician pulls out the needle and noticed that the tip of the needle remained in the bronchus. The tip of the needle was retrieved using a biopsy forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿very fine¿.